Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 02, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Correction: per the clinic, it was reported that there was no infection. This report is submitted on january 24, 2024.

Manufacturer narrative:
This report is submitted on march 3, 2023.

Manufacturer narrative:
This report is submitted on january 26, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to extrusion of the receiver/stimulator. Re-implantation is planned but has not taken place as of the date of this report.